Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed anterior. Two clips were implanted, reducing mr to a grade of 1. The following day, it was suspected that one of the implanted clips had detached from the posterior leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed anterior. Two clips were implanted, reducing mr to a grade of 1. The following day, it was suspected that one of the implanted clips had detached from the posterior leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4.